Event description:
(B)(4). Event occurred in (B)(6). The patient reported that, infusion set's adhesive was sticking but tubing connector did not stick into cannula housing properly, however, the cannula stayed on the body. This had happened fourth time from this box of infusion sets and first occurrence was two weeks ago. The patient's mother had seen the tubing was hanging off. The patient's mother confirmed that her son did not play with the connector. Reportedly, when the patient's mother noticed that the site was disconnected, the blood glucose level was 32 mmol/l and he was given a correction through the pump. Subsequently, his blood glucose came to 19 mmol/l. The patient's mother was certain that the high blood glucose was due to the tubing which was not connected to the body. No further information available.